Event description:
I was finishing the draping of my patient for eps procedure, I heard a muffled pop and observerd the anesthesia circuit in flame. I immediately pushed the circuit away from the patient,the flame was extinguished and stomped out on the floor, pt was not connected to circuit, was on nasal cannula oxygen. Oxygen was being run through circuit . No harm to pt.